Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. The quality engineer and the complaint analyst reviewed and visually inspected the sample returned from the customer; the customer returned only the filter out of the cartridge, and the customer did not return any supporting devices to argon. The filter opened normally without any issue, and no damage to the filter was found. The product complaint mode could not be duplicated during the evaluation, and this complaint could not be confirmed. No corrective action is required at this time because a manufacturing defect cannot be confirmed.

Manufacturer narrative:
UDI related data quality updates only.

Event description:
The physician was placing an filter via the jugular vein using the 70cm delivery system. When the filter was pushed out of the delivery catheter the distal legs of the filter did not fully open. The device was removed with a snare and another filter was deployed successfully.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress .a supplemental MDR will be filed as necessary when additional reportable information becomes available.